Event description:
It was reported that this pacemaker entered safety mode. Technical services (ts) was consulted and discussed how the device should be replaced. This device remains in service. No adverse patient effects were reported.